Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2014-26186.

Event description:
Customer reported a hospitalization event for low blood glucose. Date of admission was (B)(6) 2014. Blood glucose at the time of admission was 37 mg/dl. The customer stated she was unconscious prior to being hospitalized. She also stated she was hypoglycemic, causing her low blood glucose. The customer also reported that her sensor did not alert her when she was going low. She also reported that she was hospitalized because she gave herself too much insulin. No additional information provided.